Event description:
Caller reported that the pump unexpectedly displayed a reset screen. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl during the event. The customer was informed by technical support that the reset occurs as a safety feature during routine checks and includes specific actions to ensure proper insulin management after the pump turns off or resets. The customer was educated about these procedures, understood them, and acknowledged the need to manually restart cgm sessions and reload the cartridge.